Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that the patient was one hour on support and there was a grinding noise if the flow was between 3.9-4.2 liters per minute. The hls set was reseated to ensure no wrong position was the issue. The circuit was primed on the same day and no noise was heard. The hls set will not be replaced. No harm to any person has been reported. New information received on 2026-03-23 that the hls set was replaced during treatment. As the hls set was replaced during treatment, a report is required. Complaint ID (B)(4).